Event description:
Home pt's spouse reports a 2240 alarm during the 3rd of 4 dwells of apd treatment. It is reported that the pt accidentally disconnected the pt line while sleeping. The treatment is disconnected and finished with manual supplies. There is no pt injury or medical intervention reported by the home pt's spouse.